Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for embedded foreign matter in the stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for embedded foreign matter in the stopper with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that there was embedded foreign matter found inside 2 of the bd vacutainer® sodium fluoride edta (fe) blood collection tubes before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was embedded foreign matter found inside 2 of the bd vacutainer® sodium fluoride edta (fe) blood collection tubes before use.